Event description:
In 2008, a male underwent initial aaa repair as labeled. After placement of the endovascular stent graft, a confirmatory angiography revealed a proximal type I endoleak. Another MFR's stent was placed in the proximal neck and this resolved the endoleak. Pt outcome unk.

Manufacturer narrative:
Eval: this event is still under investigation.